Event description:
It was reported that the end of the dragonfly opstar¿ imaging catheter broke. Therefore, the device was not used in the patient and the procedure was completed with another unknown device. There was no patient involvement and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information received, the investigation determined that the reported material separation appears to be related to operational context. In this case, it is likely that the catheter had undergone excessive angulation/bending to the strain relief or proximal section of the catheter, which had resulted in the reported material separation. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. B3: date estimated.